Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm arrived at the customer's site and observed battery #2 was in bay #2, battery #1 was in the battery charger, and the portable power supply was in bay #1. The stm removed battery #2 from the iabp unit and placed it in the battery charger and noted that the battery began to charge. The stm allowed the battery to charge overnight and returned to the customer's site the next day and verified the battery had charged fully and was able to run for at last 60 minutes. Unrelated to the reported issue, the stm replaced the fiber optic connector which was observed to be damaged. Subsequently, all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that battery #2 for the cardiosave intra-aortic balloon pump (iabp) was experiencing charging issues. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Event description:
It was reported during daily check that battery#2 for the cardiosave intra-aortic balloon pump (iabp) was experiencing charging issues. There was no patient involvement; thus no adverse event was reported.